Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown; no information has been provided to date.

Event description:
It was reported that the pump exhibited an error code and pump motor stall. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed a cracked rear housing towards the top corner. The tamper seal was not broken. Review of the event history log (ehl) showed error code 1830. The device was powered on and a functional test was performed. The reported issue was duplicated and "error code and motor stall" was noted during the investigation. The reported issue was due to a damaged motor. As a result, the motor was replaced. A service history review identified no indication that the complaint was related to a service of the device within the review period.